Event description:
Pt called to report on her walker. She says she had a guardian envoy walker for 8 yrs and was very happy with it. She says she had it replaced in (B)(6) 2011, with the exact one. She says within 3 months the front right wheel fell off. She took it back to the company and they replaced it in (B)(6). Pt says in (B)(6), the third replacement is now also having the same issue of loose wheels that are about to fall off. She feels the first walker she had 8 yrs ago was more sturdy. She feels the design has changed and that the walker does not last like it should.